Manufacturer narrative:
The strips were returned for evaluation. Strip information was not initially provided. Device manufacture date has been corrected also.

Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 446mg/dl. She was retested on a meter used by the hospital and received a reading of 209mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer was not able to provide strip information. Meter information was given. No adverse event was alleged. Replacement strips were sent and customer is expected to return her strips for evaluation.